Event description:
It was reported that the home patient (hp) had a system error 2240 (air in set) on the homechoice (hc) device during the initial drain, while the hp was connected. The hp did not disconnect prior to the alarm, there were no wet lines, and the spare line clamp was closed. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative (tsr) explained the alarm and advised the caregiver (cg) to restart the hp¿s therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.